Event description:
Boston scientific received information that this right atrial (ra) lead exhibited varied pacing impedance measurements that included a low out of range pacing impedance measurement. The lead was surgically capped and abandoned during an elective device replacement procedure. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.